Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power alert. Customer's blood glucose was 200 mg/dl. Customer stated that this is the second occurence of off no power with a low battery warning. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery off no power alarms noted. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.